Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced.